Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for missing label content (expiration date, lot) due to unknown lot number. A review of risk management 151rmn-0001-01 revision 01 indicates that the potential risk of this specific reported incident (swabs, missing label content) was captured and addressed appropriately. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review for missing label content (expiration date, lot) due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 3 bd alcohol swabs were missing the expiration date on the box. This was discovered before use. The following information was provided by the initial reporter: material no. 326895 batch no. Unknown (provided: 1h100) it was reported that there was no expiration date on 3 boxes of alcohol swabs. Also stated could not locate lot number that was 7 digits or a copyright or trademark on the boxes.